Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery with heavy calcification a 2.25x20 rx trek dilatation catheter was advanced without resistance and inflated. Reportedly, the balloon watermelon seeded a couple of times during the three inflations and ruptured on the third inflation (all three inflations were between 18-20 atmospheres). The 2.25x20 rx trek dilatation catheter was withdrawn from the patient anatomy without resistance and the tip and marker were noted to be missing. Reportedly, the tip and marker could not be seen on angiography in the patient anatomy. However, the tip and marker could not be located. An unspecified stent was implanted to successfully treat the target lesion. There was no reported patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over pressurization. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.